Event description:
It was reported that the tip detached and additional intervention was required to remove the tip. The patient presented a sub-total occlusion located in the left internal carotid artery. A 190 cm filterwire ez embolic protection system was prepared and advanced along with a mach1 catheter. While entering the left internal carotid artery from the left common carotid artery, there was difficulty advancing the filterwire ez. A v-18 control wire was used to assist in opening the occlusion. The filterwire ez was subsequently advanced to the distal end of the left internal carotid artery at c1 and the filter was successfully deployed. At this point, the tip of the filterwire ez appeared to be "knotted," but the device was successfully deployed. Subsequently, a 2.5mm diameter balloon and a 9*40 carotid wallstent were delivered sequentially along the filterwire ez. Angiography revealed smooth blood flow. The filterwire ez was then retrieved using a retrieval sheath. Resistance was noted and then both the filterwire ez and retrieval sheath were withdrawn from the body. Upon removal, it was observed that the filterwire ez tip had detached. Angiography showed the detached tip of the filterwire ez, shaped like an a, was approximately 2cm distal to the carotid stent. The surgeon attempted to extract the remaining filterwire ez tip using a aspiration method, employing a 5f aspiration catheter, but was unsuccessful. The guidewire tip further migrated distally, eventually reaching the junction of the internal carotid artery c7 and the middle cerebral artery m1. The physician then attempted to retrieve the guidewire remnant using a thrombectomy stent, but multiple attempts were unsuccessful and the tip was still in the patient's body. As the patient's blood pressure rose rapidly with the unknown cause, and considering the current vascular patency, the physician decided to terminate the procedure, withdraw all devices, and suture the wound. Postoperatively, the patient was stable and is currently undergoing dual antiplatelet therapy as per routine post-stenting protocol.

Manufacturer narrative:
Device evaluated by MFR: the filterwire was returned for analysis; including the wire, delivery sheath and the retrieval sheath. It was observed that the wire was detached proximal to the filter. Functional inspection could not be performed due to the condition of the device.

Event description:
It was reported that the tip detached and additional intervention was required to remove the tip. The patient presented a sub-total occlusion located in the left internal carotid artery. A 190 cm filterwire ez embolic protection system was prepared and advanced along with a mach1 catheter. While entering the left internal carotid artery from the left common carotid artery, there was difficulty advancing the filterwire ez. A v-18 control wire was used to assist in opening the occlusion. The filterwire ez was subsequently advanced to the distal end of the left internal carotid artery at c1 and the filter was successfully deployed. At this point, the tip of the filterwire ez appeared to be "knotted," but the device was successfully deployed. Subsequently, a 2.5mm diameter balloon and a 9*40 carotid wallstent were delivered sequentially along the filterwire ez. Angiography revealed smooth blood flow. The filterwire ez was then retrieved using a retrieval sheath. Resistance was noted and then both the filterwire ez and retrieval sheath were withdrawn from the body. Upon removal, it was observed that the filterwire ez tip had detached. Angiography showed the detached tip of the filterwire, shaped like an a, was approximately 2cm distal to the carotid stent. The surgeon attempted to extract the remaining filterwire ez tip using a aspiration method, employing a 5f aspiration catheter, but was unsuccessful. The guidewire tip further migrated distally, eventually reaching the junction of the internal carotid artery c7 and the middle cerebral artery m1. The physician then attempted to retrieve the guidewire remnant using a thrombectomy stent, but multiple attempts were unsuccessful and the tip was still in the patient's body. As the patient's blood pressure rose rapidly with the unknown cause, and considering the current vascular patency, the physician decided to terminate the procedure, withdraw all devices, and suture the wound. Postoperatively, the patient was stable and is currently undergoing dual antiplatelet therapy as per routine post-stenting protocol.